Manufacturer narrative:
No conclusion code available. The reported noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted and replaced due to oversensing noise. The asymptomatic patient was stable post procedure.